Manufacturer narrative:
As no device was received for analysis it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. It is notable that there is no evidence that indicates the stent involved in this event malfunctioned, or in some way did not perform to specification that may have resulted in this anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesion being treated was located in the proximal right coronary artery (rca). A 3.0 taxus express2 drug eluting stent was implanted, at a different facility. Details of the implant were not made available. One yr post the stenting procedure, the pt collapsed in a parking lot, experienced crushing chest pain, and was brought in emergently. The stent thrombosis was identified using angiography. Aspirin and plavix had been taken the morning of the event. The pt was treated by deploying two unk size liberte bare metal stents. Pt status reported as "fine". Add'l info was requested but not provided.